Event description:
It was reported that during injection of the amvisc plus into the pt's eye, the luer lock with the cannula detached from the syringe. There was no report of injury to the pt. A backup amvisc plus was used to complete the procedure successfully.

Manufacturer narrative:
The device has been requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.